Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was unknown. The same day as onset, the patient was hospitalized for the event. On an unreported date the same month as onset the patient began treatment with intraperitoneal vancomycin, two doses once a week (dose not reported). The antibiotic was reported as for another indication that began 10 days prior to the peritonitis event. The patient was discharged five days after admission. Antibiotic therapy was discontinued on an unreported date the same month as initiation. At the time of this report the patient was recovering from this peritonitis event. Pd therapy was ongoing. No additional information is available.